Manufacturer narrative:
On (B)(6)2017, the customer reported that the pump settings were adjusted to address the high blood glucose level. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 358 mg/dl and a correction bolus via the pump was delivered to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The customer declined to removed the infusion set cannula to inspect for damage. If the bg level did not decline, the customer was to change out the infusion set site. The customer declined tandem technical support's offer to follow-up.